Event description:
The customer reported the ventilator would not power on. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the customer reported problem. The service technician replaced the power management pcb board to complete the repair. Performance verification testing was completed and passed to operating specifications. Factory analysis of the power management pcb board revealed a loss of 12 volts due to failed components. If the noted failure were to occur during operation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If in use, the patient must be placed on another means of ventilatory support.